Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for k, na, and cl results for 1 patient sample on a cobas b 221 blood gas analyzer. This medwatch will cover k. Refer to medwatch with a1 patient identifier (B)(6) for information on the cl results and medwatch with a1 patient identifier (B)(6) for information on the na results. The customer questioned the b 221 results as they did not match the patient's serum results from a c503 analyzer. The patient samples used for the analyzers were reportedly collected and processed at the same time. The whole blood arterial sample on the b221 analyzer had a k result of 2.81 mmol/l, a na result of 129.7 mmol/l, and a cl result of 86.8 mmol/l. A serum sample from the patient was tested on a c503 analyzer and the k result was 4.1 mmol/l, a na result of 137.5 mmol/l, and a cl result of 99.0 mmol/l. The repeated results were deemed correct as the results correlated with the patient's clinical picture.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. It was mentioned that the k electrode in-use time was expired. The in-use time for the na electrode was also expired. Using electrodes/consumables with an exceeded in-use time is considered as off-label use. Different samples and sample types were measured and different measurement methods were used. The c503 analyzer uses the indirect measurement method and the b221 analyzer uses the direct measurement method for ise tests. All of the alleged sample ise results on the b221 were determined to be below the corresponding reference ranges and were consistent with a pre-analytical sample-related issue. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site.